Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The customer stated that he was suffering from a stomach issue, which he believes was due to an infection. The customer declined to perform troubleshooting because he does not feel the insulin pump contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.